Event description:
It was reported that during a hip procedure, a 9cm piece of the drain broke off while removing it from the body. As a result of the drain remaining in the body, the surgeon performed a revision surgery to remove the fragment.

Manufacturer narrative:
The surgeon stated that he was aware that the drain could break since he was applying moderate tension. The IFU states in the form of a warning to exercise care during removal of wound drain. Excessive force may cause drain to break, and a broken drain portion to remain in wound, necessitating additional surgery to remove it. The revision surgery was done based on a pt/doctor decision to remove the device fragment.